Event description:
It was reported that patient incision kept busting open since a week after surgery. The patient had had a history of having issues with healing. The patient stated that her doctor thought it was either due to her gall bladder surgery last may or due to her ovarian cancer. The patient mentioned that when she had her cell phone over her implant, she felt like she was electrocuted. Additional information came in later indicated that patient felt a zapping on the day of this call. The patient had lowered programs to between 0.0-0.2 because anything higher will cause the zapping. The patient symptoms have returned since lowering the settings on the day of the call. The patient zapping appeared out of nowhere and continued until she turned down amplitude. Representative was not sure if actual problem. The system was checked 2 weeks ago and there were no issues. The programs were changed or turned stimulation down which helped as well four days prior to call. There was no troubleshooting performed but would be performed in the future. The patient also mentioned that since implant she has been hurting to the leg and back. Patient status was reported as ¿alive-no injury.¿ no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received indicated that patient had an infection and health care provider stated it was "soupy." The patient stated that the implant never worked and had her system explanted on 2015-(B)(6) due to body rejection it. The patient stated that hcp felt device triggered something else since her hair was falling out and she was fatigued. They are looking at rheumatoid arthritis. The patient had a doctor appointment to learn if device triggered arthritis or something else.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: lot# 350286001.product ID 3037, serial# (B)(4). Product type: programmer, patient. Product ID 3889-28, lot# va0tcz7, implanted: (B)(6) 2015, product type: lead. (B)(4).